Event description:
A customer contacted baxter canada regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, in dwell 1. Baxter technical service representative (tsr) found the hp had left open a spare supply line clamp causing the 2240 alarm in dwell 1. The tsr reset alarms and the hp will reset up again with new supplies. The tsr advised the hp to call the on-call nurse for further medical instructions. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be a use error due to an open clamp on an unused supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the prevention of the use error(s) in the complaint. This issue is being investigated through CAPA.